Event description:
It is reported that customer had emergency care due to diabetic ketoacidosis with blood glucose levels of over 350 mg/dl. Customer's mother stated that customer was not feeling well and vomiting, the blood glucose level was over 500 mg/dl. Customer was eventually admitted to ICU. During troubleshooting, all setting ok. Customer's mother stated that the insulin vial did not put the entire amount in the reservoir, the vial is leaking. Mother thinks that motor is the problem. Diabetes educator advised caller to change the reservoir. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Please reference MFR report number: 3004209178-2013-92702.